Event description:
It was reported the customer was experiencing low blood glucose. Customer stated the paramedics had to be called multiple times due to their low blood glucose. The customer reported experiencing a low blood glucose of 46 mg/dl in the morning time. Customer believed their low blood glucose was caused by their refurbished insulin pump. The customer also stated the buttons were hard to press on their insulin pump. Customer declined to troubleshoot and requested to have their insulin pump replaced. No additional information provided.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The device had intermittent button response due to moisture damage to keypad traces. It also had minor scratches to lcd window, scratched reservoir tube window, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.